Event description:
It was reported that the manifold was leaking from the center tray near the heater which was cracked and had evidence of water leaking inside the heater area. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4) - customer replaced unit.